Event description:
It was reported that during surgery the device¿s ziploop did not tighten smoothly; the surgeon applied additional traction to the suture, which broke, and a backup product was used. Approximately 0 to 15 minutes of surgical delay occurred due to preparation of the backup product. The patient experienced no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.